Event description:
MDR 1020279-2013-00030 report filed in error, no revision surgery was performed.

Event description:
It was reported that a revision surgery was performed.

Manufacturer narrative:
MDR 1020279-2013-00030 report filed in error, no revision surgery was performed.